Event description:
Zevex infinity pump alarming "err" and cannot turn off pump. Pump exchanged. Pt made up for missed feeds by extending feed time later in the day. Diagnosis or reason for use: feedings difficulties, paralysis.